Event description:
It was reported to aesculap inc. That a steam ster locks orange (part # us906) was used to secure a sterilization container. According to the complainant, the indicator dot failed to transition to its post sterilization color. The complaint device has not been returned to the manufacturer for evaluation. No patient involvement.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Manufacturer evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.